Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a stuck button alarm. Troubleshooting was performed but the issue was not resolved. The customer had a blank screen nothing happening leading up to the event. The customer called back after installing a new battery and monitoring the pump for 2 hours and the frozen display recurred. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current and active current measurement. All buttons function properly. The j1 connector on pcba 1 was locked properly during visual inspection. No frozen screen and no blank display during testing. No battery alerts with dates and times for event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage to the keypad connector traces. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) [date and time of alarms) 03/11/2024 14:07:24.000 to 03/11/2024 16:57:00.000 stuck key alarm (61). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked and cracked case-corner of belt clip rails. Stuck button alarm did not occur during testing. However, a stuck button alarm was confirmed/found in the history file. Frozen screen not confirmed and blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.